Event description:
Chemo tech prepared etoposide using baxter clearlink system extension set 2c8671, lot # 13l20074. After preparation, she noted that the filter melted / dissolved. FDA safety report ID # (B)(4).